Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to: h4. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the distal cover had a burn. It is presumed that high energy endo therapy accessories such as laser may have been used without maintaining enough distance from the tip of the endoscope. However, the root cause could not be specified. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): it was confirmed that instructions for gif-xz1200 operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a burn on the plastic distal end cover. There were no reports of patient involvement.